Event description:
It was reported that due to the lead placement, the left ventricular (lv) lead was causing pro-arrhythmic pacing. Additionally, the atrial lead exhibited high thresholds. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).